Event description:
Additional information reported another x-ray was seen from a different patient¿s trial catheter that looked ¿exactly like¿ the x-ray from the patient¿s catheter in this event. It was suggested there was no allegation against the other catheter and that it was supposed to look the way it did.

Event description:
It was later reported that the patient would have a follow-up appointment with their healthcare provider in a few weeks. It was reported that the patient's appointment was rescheduled and will be due in the office (B)(6) 2014. It was noted that the patient was seen by another healthcare provider (hcp) but there was no report on that visit at the time of report. It was reported that the patient was referred to a spine surgeon.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient was seen on (B)(6) 2014 for complex regional pain syndrome (crps) to all extremities. It was noted that the pain was primarily in both hands and feet but also complained of lower back pain. It was noted that patient had 2+ edema (++ edema) and with diminished strength to right lower extremity and left lower extremity. The pain was described as throbbing, shooting, burning, sharp, cramping, and pressure. It was further noted that the patient had numbness, tingling, cold feeling in the extremity, color changes in the extremity, and allodynia in the right hand and both legs. The pain affected the patient¿s sleep, ambulation and activities of daily living (adls). The patient admitted to fatigue, sleeping problems, shortness of breath and depression. The pain was rated a 9/10 on visual analog scale (vas). There had been no improvement in pain since the patient¿s previous visit. It was noted that the patient continued to have issues with their legs giving out and was still falling a lot. The patient sometimes used a wheelchair, their standing abilities were limited by pain and they were unable to walk on heels or toes. An electromyography (emg) had been ordered by patient¿s other physician. It was noted that the emg would provide and help determine ¿the nerve irritability/damage that the old intrathecal catheter was causing vs. The possible side effect of diabetic neuropathy.¿ it was noted that the physician was informed by the manufacturer that the intrathecal catheter the patient had was a temporary catheter and not approved by the FDA.¿ oxycodone was discontinued on (B)(6) 2014 and opana was prescribed as of (B)(6) 2014. The plan was to follow up after the emg to determine the role of the patient¿s non-FDA approved catheter vs. Diabetic neuropathy.

Event description:
It was reported that the patient had increased pain. It was noted that the patient did not know when the pain began. It was reported that the patient had fallen and skinned their knee. It was noted that a successful catheter dye study was performed on 2014-(B)(6) and the dye looked like it went into the intrathecal (it) space. It was reported that they believe that the catheter tip is in the it space. It was noted that the patient¿s pump was used to infuse morphine. Additional information received reported that the patient was taking oxycodone at the time of the event. It was noted that there was a catheter issue. It was noted that within the catheter, foreign body was found at t9 during dye study, which was not identified in any patient records or manufacture literature. It was noted that it was the region of stenosis. Procedural notes reported that the patient had increased pain and frequent falls. It was noted that after dye study of the pump the physician had concluded that the pump was properly functioning. A fluoroscopic exam was done to determine positioning of the pump and catheter. During dye studying, initial injection of the dye showed a very small amount of the dye flow out of what appeared to be the tip of the catheter. It was noted that there was an opaque object several millimeters in length. The dye was seen tracking down caudally to the t11 level where it spread within the intrathecal space more freely. It was noted that pictures were taken and sent to the manufacture engineers to see if they could identify the foreign object. It was noted that during the procedure, prior equipment that had been registered to the patient were located. It was noted that multiple views and extensive fluoroscopic exam was done which was somewhat limited due to the patient¿s size, the foreign body appeared to be located in the dorsal portion of the spinal canal. It had appeared that the dye was coming from approximately the location of that and it had the shape of approximately a small screw. It was noted that the physician came to the conclusion that instead of the stimulator lead causing compression at the t9 level, it was either the tip of the catheter or foreign body or some other object that was causing the problem. The physician felt it was best to proceed with further investigation of patient¿s records to see if they could correlate any implanted item with the object found on the exam. It was noted that patient¿s pump was reprimed and was to be seen in the office for follow-up. The pump system was delivering morphine. Information regarding foreign object is also reported in manufacturing report #6000032-2014-00032.

Manufacturer narrative:
Concomitant medical products: product ID 8731, serial# (B)(4), implanted: 2005-(B)(6), product type catheter, product ID 8731, serial# (B)(4), implanted: 2005-(B)(6), product type catheter. (B)(4).